Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
Qit was reported that the patient experienced infection at implant tooth site #30, with associated inflammation. Event discovered when the patient went to follow-up appointment due to pain and swelling. Therefore, the implant was removed.